Manufacturer narrative:
The affected device was checked on site and the logbook was downloaded. The analysis of the log showed that the device performed several reboots on (B)(6) 2016, beginning at 10:32am. Three minutes later the device was turned off by the user. The registered error message indicated the gas mixer as cause for the reboot. For this reason, both cartridges of the mixer were replaced during the on-site repair on (B)(6) 2016. The device check was carried out successfully in accordance to the test certificate and the device was returned into use. But on (B)(6) 2016 the device failed again with the same behavior (dräger-(B)(4); MDR-9611500-2016-00194) and was then sent to the manufacturer repair center. The error could be reproduced and now a bad connection in the cable harness of the mixer cartridges was identified as actual root cause. By replacing the cable harness the error was corrected. The alarms were checked and worked as specified, also during the reboot. During the reported event the device-internal monitoring detected deviations from the expected values and triggered a reboot to restore conditions for further ventilation. During a reboot evita 4 opens the airway system to make spontaneous breathing possible. This process is accompanied by alarm. After the boot sequence was successfully passed (this needs approximately 8 seconds), the ventilation is continued with the previous parameters. Immediately after the reboot the ventilator generates an alarm "mv low", which continues until the applied volume exceeds the lower limit set for the minute volume. As the error condition continued to exist, the reboots were repeated. The error in the wiring harness is the first identified failure of this type, and thus a most exceptional event.

Event description:
It was reported: "while in use on a patient the long-term ventilator evita 4 edition has gone into a fault condition. There was an acoustic alarm (continuous tone) and the device turned off. After the fault signal the device performed a restart, which was not completed and a restart was performed again. The staff had to perform an immediate manual ventilation to the patient." There was no injury reported.